Event description:
The rptr stated that the kit broke where the transducer connects to the plate. The reporter indicated that this occurred twice however did not provide specific info. The customer was unable to provide specific info regarding the part number or lot number of the product involved. As only a trigger flush, stopcock and transducer dome were returned for eval, medex is unable to determine the specific part number.